Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Additional information indicated that the dislodgement was confirmed through x-ray and premature ventricular contraction (pvc)s were noted. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis result showed that the allegation of dislodgement with the right ventricular (rv) lead was not confirmed. Moreover, during visual inspection there were no anomalies noted and that the rv lead tip appeared normal.

Event description:
A supplemental report is being filed as additional information was received indicating that upon analysis, result showed that the allegation of dislodgement was not confirmed. Moreover, visual inspection showed no anomalies and that the lead tip appeared normal. There is no change on the MDR decision. No additional adverse patient effects were reported.